Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device was successfully implanted with no leak noted. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) and a subsequent computed tomography (CT) scan, and it was noted that the closure device had completely come out of the laa. The closure device was anchored on the coumadin ridge. Upon follow-up tee, a 9mm leak was measured because the closure device was no longer in the main part of the laa. The patient has been put back on oral anticoagulation medication. It has not been decided if the closure device will be left alone or extracted.